Event description:
Correction: the previous or initial MDR submitted on march 08, 2023, was filed inadvertently. Adverse event is not related to cochlear device.

Event description:
Per the clinic, the patient experienced extrusion of receiver/stimulator which exposed through the skin (date not reported).there are plans to explant the device ; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.